Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 08-oct-2015. The most recent information was received on 04-jun-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and cholelithiasis obstructive ('bile duct sludge were taken out') in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cholelithiasis obstructive (seriousness criterion life threatening), genital haemorrhage ("heavy bleeding"), abdominal pain ("severe abdominal pain / sharpe cramps"), muscle spasms ("abdominal spasms"), back pain ("back pain"), nausea ("nausea"), alopecia ("hair lost"), gastrointestinal disorder ("bad intestine"), migraine ("migraines"), muscle twitching ("left leg twitches sometimes"), hyperhidrosis ("intend to sweats more"), liver disorder ("liver chromosomes elevated"), medical device discomfort ("discomfort"), abdominal distension ("abdominal bloating") and fatigue ("chronic fatigue"), underwent cholecystectomy ("had my gallbladder removed") and was found to have endoscopic retrograde cholangiopancreatography ("ercp surgery"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, cholelithiasis obstructive, cholecystectomy, endoscopic retrograde cholangiopancreatography, genital haemorrhage, abdominal pain, muscle spasms, back pain, nausea, alopecia, gastrointestinal disorder, migraine, muscle twitching, hyperhidrosis, medical device discomfort, abdominal distension and fatigue outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, back pain, cholecystectomy, cholelithiasis obstructive, endoscopic retrograde cholangiopancreatography, fatigue, gastrointestinal disorder, genital haemorrhage, hyperhidrosis, liver disorder, medical device discomfort, migraine, muscle spasms, muscle twitching, nausea and pelvic pain to be related to essure. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 4-jun-2020: pif received: essure removal added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.